Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-14454 and provide additional information. According to the information provided by olympus medical systems india private limited (omsi), an olympus employee was aware of a MDR reportable malfunction on (B)(6) 2021. Therefore, the correct g3 "date received by manufacturer" in the initial report is (B)(4) 2021. The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The lid and power switch were scratched. The paint on the lid was peeled off. The rear panel was corroded. There was slight rust and scratches on the chassis. There was a slight scratch on the tank socket. The exact cause of the reported event could not be conclusively determined. However, it is possible that the emergency lamp indicator on the front panel flashed due to an emergency light failure, from the inspection results by omsi. The cause of the emergency lamp failure could not be identified. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. -the emergency lamp error was displayed due to an emergency lamp failure. The emergency lamp may have failed due to high voltage or surge input. -dust was accumulated inside the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that a lamp error message was displayed on the monitor screen, and the emergency lamp indicator on the front panel was blinked continuously. In addition, the 3d endoscopic image did not appear on the monitor screen. There was no report of patient injury associated with the event.